Manufacturer narrative:
The other adverse events issues questionnaire was reviewed for potential causes of the reported issue. The wearable was placed directly on the skin which is non-compliant to the IFU. Per curonix pns wearable quick reference card, 06-02923, "product is to be worn over a thin layer of clothing at all times. Do not place directly on skin." The wearable associated with the complaint was returned for investigation. The investigation was unable to replicate the alleged issue, and no non-conformances were found. Additionally, per 02-52004 viviana arm calf wearable phrf, the product met specification as it measured 48.6cm long and the specification is 48 ± .6cm. The stimulator is used to treat pain. The cause of the reported issue is due to non-compliance to the IFU as the patient wore the wearable directly on the skin (user error-patient). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in other adverse events issues. Other adverse events issue rates remain acceptably low; thus, a CAPA is not required. Other adverse events issue rates will continue to be tracked and trended.

Event description:
The patient reported irritation and bubbling on their skin underneath where the wearable is worn. Topical ointment was used and as of (B)(6) 2026, the skin is healing. The commercial team member instructed the patient to wear the wearable over a sock or pants and to not place it directly on the skin. The patient has a follow up appointment on (B)(6) 2026. No further information is available.